Manufacturer narrative:
Olympus visited the facility on sep. 30, 2015 to investigate the subject device, but there was no abnormality in the device. The facility has used the subject device after the event occurred and any abnormalities of the device are not reported so far. A telescope connector of a light guide cable becomes hot during turning on the examination lamp of the device. The facility placed the telescope connector of the light guide cable onto the medical drape pocket while the subject device turned on, so the patient might get burns because the hot telescope connector touched the patient's skin via the medical drape. The instruction manual of this device already mentions cautions for the device handling. There were no further details provided. If significant additional information is received, this report will be supplemented. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus was informed that the patient sustained a second-degree burn on the thigh before the facility started unknown procedure. Prior to the event, the facility placed the telescope connector of the light guide cable (B)(4) onto the medical drape pocket while the subject clv-s190 was already turned on. The facility completed the procedure to use the same device. The facility considered the patient's damage as a mild burn.